Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2012-05191, 05192, 05194. It was reported the pt's scs system was explanted due to an infection. Allegedly, the pt's doctor has no definitive answer as to the cause of the infection. The infection is being treated with antibiotics. No further info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records..